Manufacturer narrative:
Service was not sent to the site. The customer removed the six loose pads from the hopper. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported finding 6 loose pads in the strip provider module (spm) on their ichem velocity system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Expiration date : omitted from original submission.